Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an inflammatory mass. Surgery was scheduled, however, no further details were provided at this time. Pt's status was unavailable at the time of this report. The drug, dosage and concentration were unk. Additional information has been requested and will be made as follow up as it becomes available.